Event description:
After inducing a ventricular arrhythmia through the device (post-device changeout for eri), oversensing was documented after the delivered shock. The lead was explanted and replaced. No patient complications were reported as a result of this event.